Event description:
While testing the device during a field service call, it was noticed that the product becomes hot. This did not occur during a procedure. There is no report of adverse consequence to the user or the customer.

Manufacturer narrative:
The device has not yet been received for evaluation.